Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated potassium (k) results on the architect analyzer for one patient. The results provided were: on (B)(6) 2019 = 8.3mmol/l / 5.1 / 5.2mmol/l / on (B)(6) 2019 = 5.9mmol/l / 3.9 / 4.0mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The customer performed troubleshooting which included but was not limited to the following, cleaned and replaced the ict probe, replaced the r1a probe, and replaced the r1a tubing. A review of the architect c16000, serial number (B)(4), service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the replacement of the ict probe, the aero reagent probe (l) and the aero reagent tubing r2a. Return testing was not completed as returns were not available. A review of the architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic / discrepant results, including but not limited to the troubleshooting performed by the customer. A search for similar complaints identified no trends of the ict probe, the aero reagent probe (l) or the aero reagent tubing r2a with regard to discrepant patient results. A review of the architect c16000 tracking and trending data revealed no trends associated with the erratic result described in this complaint. Based on the investigation no product deficiency was identified for the architect, serial number (B)(4), the ict probe, the aero reagent probe (l), or the aero reagent tubing r2a.